Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming, due to a lead that was not correctly placed. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.